Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rotation and rippling.

Event description:
Allegedly, the patient had a surgery to remove her implants as she had rippling and rotation. (France).

Manufacturer narrative:
After an analysis of the clinical evidence provided and the report, it was not possible to confirm the alleged events due to lack of clinical evidence. The alleged events are risks associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of these events is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue monitoring for similar complaints/trends as part of the post market surveillance process.